Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp)reported the implantable neurostimulator (ins) was in overdischarged. It was indicated that the patient had not used therapy for 3-4 months. The patient was unable to stay for the time required to do pmr (physician mode recharge) and hcp would reschedule appointment for another time. Additional information received from the healthcare provider via a company representative reported that the device was completely discharged and they had not been able meet with the patient. It was noted that the patient was implanted for obsessive compulsive disorder ( ocd) and patient tended to turn off the device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.